Manufacturer narrative:
(B)(4). D10. Modular head 6 degree taper for export only not for distribution in the u.s.a. 32 mm head diameter medium neck item# 00801100232 lot# 61064999. Unknown harris stem item# unknown lot# unknown. Allofitâ®-s alloclassicâ®, shell with polar screw plug, uncemented, 58/ll item# 4268 lot# 2439132. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to dislocation. During the surgery, the stem was loose and it was replaced. Diligence is completed and no further information on the reported event has been provided.